Event description:
As reported by the exactech truliant knee clinical study, approximately 3.5 years post initial tka, the 56 y/o female patient had a revision due to polyethylene wear and femoral loosening.

Manufacturer narrative:
Concomitant medical products: logic stem ext 14mm x 25mm (cat# 02-012-60-1425 / serial# (B)(4), ruliant tib imp ps insert sz 3 9mm (cat# 02-022-35-3009 / serial# (B)(4), truliant tib fit tray cem sz 3f / 3t (cat# 02-022-45-3030 / serial# (B)(4) and advanced patella 32mm 3 peg implant (cat# 200-07-32 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3 the revision reported was likely the result of prosthesis wear and femoral loosening, as stated in the legal documentation and clinical study. The extent of the reported prosthesis wear cannot be determined as the devices were not available for evaluation and images of the explanted devices, pre-revision radiographs, and operative notes were unable to be obtained. The aseptic (non-infected) femoral loosening was likely the result of an insufficient bond between the femoral component and the bone. It is unclear if the reported prosthesis wear may have contributed to the reported femoral loosening or if the femoral loosening contributed to the reported prosthesis wear the most probable root cause associated with the reported event of ¿loosening - femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Furthermore, the most probable root cause associated with the event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
After further review of additional information received the following sections b5, g2, g3, g6, h2 and h3 have been updated accordingly. Section b5: additional information received from legal brief indicates that on (B)(6), 2019, patient underwent a right knee replacement surgery and was implanted with a truliant device. Patient was implanted with a truliant posterior stabilized tibial insert, along with an optetrak stem, optetrak patella, optetrak screws, a truliant tibial tray, and a truliant posterior stabilized femoral component. Following the surgery, patient began experiencing worsening symptoms, pain, instability, effusion, and antalgic gate. Patient received a recall letter regarding her exactech truliant device, and her physician confirmed that she was implanted with a now-recalled device. Patient¿s physician discussed with patient his concerns regarding early oxidation of her recalled exactech polyethylene insert and suspected femoral loosening. Patient was diagnosed with ¿failed total right knee replacement¿ secondary to her recalled truliant device and was informed of her need for a full revision surgery. Patient was scheduled for a right knee replacement revision surgery on (B)(6), 2022, to remove the defective truliant device. Patient¿s surgery date was rescheduled for (B)(6), 2023, and she is currently awaiting her revision surgery. Additional information, including the product investigation, will be submitted within 30 days of receipt section d6b: explanted date.

Manufacturer narrative:
H10. Related: MFR#1038671-2024-02503 report 2 of 2. H11. Additional manufacturer narrative- additional information added. Report 1 of 2. There is no additional information provided.

Manufacturer narrative:
D10 concomitant products: - logic stem ext 14mm x 25mm (cat# 02-012-60-1425 / serial# (B)(6)) - truliant tib imp ps insert sz 3 9mm (cat# 02-022-35-3009 / serial# (B)(6)) k152170 - truliant tib fit tray cem sz 3f / 3t (cat# 02-022-45-3030 / serial# (B)(6)) - advanced patella 32mm 3 peg implant (cat# 200-07-32 / serial# (B)(6)) -tibial stem ext. Screw (cat# 204-70-00/ sn (B)(6)). H6: corrected the following: health effect - impact code, problem code, component code, type of investigation, investigation findings, investigation conclusions. The revision reported was likely the result of prosthesis wear and femoral loosening, as stated in the legal documentation and clinical study. The extent of the reported prosthesis wear cannot be determined as the devices were not available for evaluation and images of the explanted devices, pre-revision radiographs, and operative notes were unable to be obtained. The aseptic (non-infected) femoral loosening was likely the result of an insufficient bond between the femoral component and the bone. It is unclear if the reported prosthesis wear may have contributed to the reported femoral loosening or if the femoral loosening contributed to the reported prosthesis wear.